Manufacturer narrative:
Literature citation: zou, q. Et al (2024). Management of complications associated with percutaneous left atrial appendage closure with or without ablation: experience from 512 cases over a 4-year period. Frontiers cardiovascular medicine. Sec structural interventional cardiology. (11). Https://doi.org/10.3389/fcvm.2024.1388024. B3: article published date used as event date, as it is unknown.

Event description:
Reported via journal article. It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed, and a 33mm watchman closure device was implanted. On the second day post procedure, the patient reported chest discomfort and shortness of breath, coughing frothy sputum, and a sudden drop in blood pressure to 70 over 40 mmhg, indicating a possible postoperative pe. An urgent pericardiocentesis was performed, extracting 450 ml of sanguineous fluid. Further investigation into the sudden bleeding revealed that a strut frame of the implanted closure device had dislodged, causing damage to the laa and leading to the bleeding. After draining the fluid, continuous drainage was conducted over the third and fourth postoperative days, totaling an additional 100 ml of fluid. Upon stabilization, the patient was discharged and commenced on oral rivaroxaban (15 mg daily) and aspirin (100 mg daily) for anticoagulation and antiplatelet therapy. One month after discharge, the patient again experienced chest discomfort and shortness of breath. A detailed echocardiogram and cardiac computed tomography angiography (ccta) indicated a significant pe, prompting another urgent pericardiocentesis that removed 260 ml of sanguineous fluid. Continuous pericardial fluid drainage was maintained for 20 days, after which no further drainage was needed. The patient's vital signs stabilized, and he was discharged. Post discharge, the patient continued on rivaroxaban for 12 weeks, after which he switched to clopidogrel (75 mg daily) for another 12 weeks before discontinuing the medication. No complications detected on follow up.